Event description:
Prior to implantation, the drill guide was connected up to the precise extension rod where it was noticed that the screw holes in the rod were not aligned properly. The pt was not implanted with this extension rod and a different extension rod was used successfully in the future. The pt did not come in contact with the affected rod and experienced no injury, adverse event or negative reaction.

Manufacturer narrative:
Complaint investigation summary: the affected extension rod was rec'd back on (B)(6) 2012, where it was visually inspected and the screw holes were verified to be out of specification. At the time of manufacture (october 2010), all dimensional attributes were inspected according to the drawing requirements. However, screw hole alignment was not inspected at that time. Since that time, inspection procedure has been updated to inspect screwhole alignment on all extension rods.